Manufacturer narrative:
(B)(4). Additional information: please explain for clarification what is meant by, the tissue could not be cut out after the firing. Was any portion of the target tissue cut? It means the annular cutter din not come out when firing and the tissue has not been cut. If the target tissue was cut, was the cut fully circumferential? No. What type of procedure was the device used in? Lar. How was it confirmed that the anvil was secured to the trocar? There was a crunch when the anvil secured to the trocar. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The surgeon compressed the device until unable to fire further to indicate the device was fully fired. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? The orange indicator was set in the front part of the green tissue compression. Was the breakaway washer completely cut through? No. What was the appearance of the donuts? There was not donut. Were there any issues with removal of the device? If there were issues with removal, was the adjusting knob turned one-half to three quarters revolution? When removing, did the surgeon ensure that the anvil was free from the tissue? Who fired the device? The surgeon. Did the prolonged procedure clinically impact the patient or change the post-operative care? The procedure was prolonged about 60 min, and the patient is fine now. Has the person firing been trained on how to use the ees circular device? Yes, the surgeon has been trained. Has the o.r. Staff been trained in preparing the ees circular device? Yes, the o.r. Staff has been trained. The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. To remove the device, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the tissue could not be cut out after the firing and all staples were formed. Changed to another one to complete the procedure. The procedure was prolonged by sixty minutes. No adverse event on the patient.